Event description:
A health care professional reported that, during the cataract surgery with intraocular lens implant procedure, it was found that lens either missing or lodged in the barrel of injector. There was patient contact noted, however no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the consultant attempted to insert but lens did not advance (lens is in the device).

Manufacturer narrative:
On initial MDR the product code of 2306 was an error. It should have been 2524 only one code on the original MDR. The device with the lens was returned. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced under the lens past mid-nozzle. The lens still in the loading area on top of the plunger. The trailing haptic and optic were misfolded under/broken. A qualified viscoelastic was indicated. The root cause could not be determined. A plunger underride was observed. The lens was still in the loading area on top of the plunger. The plunger position advanced past mid-nozzle with the lens still in the loading area may indicate the plunger was advanced too rapidly. Plunger underride may occur: ¿ due to rapid advancement faster than the directions for use (dfu) recommended rate. ¿ if the device is overfilled with ophthalmic viscoelastic devices (ovds), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).